Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The pulse generator exhibited backup vvi operation. A device product code download was successfully performed. The patient would be monitored.